Event description:
A caller reported a malfunction with the pump, identified as malf 12, which had been recurring since early (B)(6) 2025. The reported malfunction was indicated as a momentary power loss to the vibrator motor, and the customer attempted to resolve the issue through a pump reset, which temporarily fixed it. Despite multiple occurrences, there was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, with further troubleshooting scheduled to proceed upon the customer's availability. Upon follow up cts will replace pump. Customer will continue to use current pump.

Event description:
A caller reported a malfunction with the pump, identified as malf 12, which had been recurring since early december 2025. The reported malfunction was indicated as a momentary power loss to the vibrator motor, and the customer attempted to resolve the issue through a pump reset, which temporarily fixed it. Despite multiple occurrences, there was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, with further troubleshooting scheduled to proceed upon the customer's availability.